Event description:
This complaint is reportable based on add'l info received on 04/30/2009. It was reported that it is confusing the way the liberte and taxus liberte stents are labeled. Add'l info received found that during a coronary treatment procedure, a drug eluting stent was implanted instead of a bare metal stent. The pt originally presented with an acute myocardial infarction. The physician asked for a liberte bare metal stent, and the staff gave him a taxus liberte stent, which was implanted. A liberte was originally chosen as the pt was going to have an unk surgery in the future. No pt complications were reported. Pt status reported as "fine".

Manufacturer narrative:
It is indicated that the device will not be returned for eval; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is an further relevant info from that review, a supplemental medwatch will be filed.